Event description:
Reporter is mother of daughter who has developed red eyes from using prod. Pt has an other brother and sister who've used the same prod, but different bottles, but neither hav developed the eye problems of the pt. Initially pt was given drops for allergies, but when the red eyes persisted, she was treated with antibiotic eye drops. Pt is currently under the care of her pediatrician, who prescribed medication by phone. Pt wears disposable lenses and threw out the original pair, but continued using the same solution and symptoms persisted. Other bottles of the prod purchased at the same time for siblings included: son and daughter.